Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for chronic low back pain and spinal pain. It was reported that the patient stated that when they were trying to bolus, the handset was lagging at 90% agent reviewed data and assisted them with deleting the data; they were able to connect to the pump with no lag. They also said they had trouble with the communicator as they had to charge it every couple of days; the agent reviewed that it should be charged daily. It was currently at 96%; they would monitor the battery level of the communicator. They mentioned they will have the pump replaced soon due to normal battery depletion.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer requesting assistance with 'clearing out' their data again as previously documented. The patient mentioned bolusing shortly before calling and saw an expected lockout on their screen. The agent assisted the patient in clearing data. The patient will call back for assistance as needed.